Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104, service code 204, service code 107) has been confirmed. The reported problem (service code 104, service code 204, service code 107) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to ben pin in the monitor's electrode belt connector. Additionally, the monitor showed evidence of contamination. The root cause for the damaged connector pin was excessive force. The root cause for the corrosion was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 104 (sd card fault), service code 107 (multiple abnormal shutdowns), and a service code 204 (belt/monitor unusable). The distributor also reported that the monitor showed signs of liquid contamination.